Manufacturer narrative:
H6: device history record (DHR review) indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
The lens was returned dry in a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault without rotation and refractive surprise. The cause of the event is unknown. The problem was resolved.